Event description:
It was reported to boston scientific corporation in 2008, that a leveen coaccess electrode system device was used during a radio frequency ablation procedure performed the same day. According to the complainant, "the physician tried to expose the tines and they would not deploy due to the composition of the tumor." The procedure was not completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. The july 2008 15-month rf probes product family complaint trend chart report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.